Event description:
It was reported that a patient underwent a breast surgery with an 800cc tissue expander and experienced a deflation on an unknown side post-operatively. It was reported that the expander ¿emptied¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Section e1. Initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 21, 2023, the evaluation for the device was completed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med height te 800cc tissue expander. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the union between the shell and bladder. A microscopic examination was performed, and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The physical device was evaluated. The bladder was confirmed to be correctly aligned to the shell, and the tear did not occur due to delamination at the bladder/shell bond. The device was opened to observe the tear from the interior. Observations from the bond on both sides of the shell could not confirm manufacturing error as the cause of the tear. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient identifier was updated to (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 16, 2023, mentor received additional reporting that the patient had the device explanted on (B)(6) 2023. The patient's gender was reported to be female. The original produce the patient underwent was clarified to be a breast augmentation. The impacted side was reported to be on the right side. Additional information regarding the impacted device was also provided. The lot number was reported to be 9553408. The serial number was reported to be (B)(6). All relevant information has been updated on this report to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).